Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy, while being applied at the anastomosis, jejunum and esophagus, the anvil from a stapler did not match with the device because the trocar went backwards and the knob turned it self alone. The surgeon decided to proceed with an open procedure instead of laparoscopic one, and again tried to match the same anvil with the same device, but same situation happened with the trocar and knob. Because of the long esophagus manipulation with this matching action, the tissue was affected and a stent had to be implanted and the anastomosis was hand sewn. The anvil could not be tilted after firing and the surgical time was extended for more than 30 minutes. To resolve the issue, the surgeon reviewed the steps to use the product and also talked to the clinical and product specialist regarding the steps to follow. The patient had incurred a temporary injury.